Event description:
A malfunction alarm, specifically alarm 20, was reported during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy.